Event description:
When getting new gloves out of box, two gloves found with holes in them on different occasions. Holes noticed prior to utilization. This has been reported on other instances verbally by staff.